Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor unexpectedly failed once the heart lung console was powered on. An alternate sensor was employed from another unit. Since the event took place prior to the onset of cardiopulmonary bypass, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.